Event description:
Voluntary medwatch form received notes that a patient presented with noise and low pacing impedance on the low voltage lead. The physician elected to cap and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5150003.